Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Product analysis #701786754: post market vigilance (pmv) received one eea orvil anvil automatic 25mm device opened by the account with no packaging. Upon visual inspection, t he orvil anvil was observed to be tilted and separated from the tubing. Also, upon visual inspection of the orvil anvil cutting ring showed no traces of knife impression and the ring was received intact. An intact suture was cut and separated from the connecting piece. The proximal catheter tubing was stressed with impressions from the anvil fitting barbs. Functional evaluation: ** the device was subjected to a measured orvil* anvil retention test with a result of 13.25lbs. Of force. The acceptable specification is greater than 5.0lbs. Of force. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total gastrectomy procedure. The surgeon inserted the device through the mouth but the anvil could not get through the esophagus. The anvil disengaged and was left in the esophagus. The anvil was retrieved with a bailout suture. The surgical time was extended by less than thirty minutes. There was no patient harm.